Manufacturer narrative:
(B)(4). Concomitant medical products: ref us157860, lot: 069030, m2a 62mm cup; ref 103206, lot: 604250, taperloc femoral; ref 139268, lot: 628150, m2a taper adapter. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02941, 0001825034 - 2019 - 02943, 0001825034 - 2019 - 02944.

Event description:
It was reported that post-op day 1 of the first stage revision in which all zb product was explanted, the patient experienced post-op urinary retention requiring medical intervention. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint for post operative urinary retention is confirmed via op notes. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No addition information provided.